Manufacturer narrative:
H3: the charger enclosure was returned to the manufacturer for analysis. Analysis found that the charger enclosure was dirty. It was cleaned and installed in a known good system. The system functioned as intended. No failure was found while under testing. H6: 10, 213, and 4315 are associated with the returned charger enclosure. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation has not been done at the time of submitting this report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system used during a sacroiliac and thoracolumbar procedure. It was reported that the system was getting placed into standalone mode. When they rebooted the system it was known they received a software mismatch error. Technical services walked them through rebooting the systems to get passed the error but were unsuccessful. When rebooting again the system was shown not to be charging. It was unknown if there was a delay in the case. There was no impact to the patient at the time of the event.

Manufacturer narrative:
H2: additional information was received. Section a, section b5 and section e have been updated. H2/h3/h6: the system was serviced in the field and failed mechanical inspection because the system booted up in stand alone mode and the batteries would not charge. The power tray and charger enclosure were replaced and the failure was resolved. Codes 10, 4203 and 4307 are applicable to this analysis. H2/h3/h6/d10: the power tray and charger enclosure were returned however analysis has not been completed at this time. Codes 4118, 3233 and 11 are applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(6)2020 00687104 (rep, hcp): medtronic received information regarding an imaging system used during a sacroiliac and thoracolumbar procedure. It was reported that the system was getting placed into standalone mode. When they rebooted the system it was known they received a software mismatch error. Technical services walked them through rebooting the systems to get passed the error but were unsuccessful. When rebooting again the system was shown not to be charging. There was no impact to the patient at the time of the e vent.there was a delay of less than one hour.

Manufacturer narrative:
Continuation of d11: section d information references the main component of the system. Other relevant device(s) are: product ID:kit svc o2 bi71000861 tray o2 ias power , serial/lot :(B)(6) h3, h6: the power tray was returned for product analysis. It was verified that both fuses in the power tray tested good. The power tray was installed into test system c1396. The system booted into standalone mode and the charger enclosure was not charging. The cause was a faulty power tray. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.